Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. The customer reverted to manual injections for insulin therapy. Multiple attempts were made to follow up on the reported issue; however, a response was not received.